Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming the tubing during the load step, and that there was a filled cartridge in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box data revealed no cartridge detected warnings. During the load cartridge step, the pump failed to detect the cartridge. The force sensor calibration did not measure within specifications. The pump was opened and one of the pins on the force sensor flex was found to be damaged. Unrelated to the initial complaint, the display screen was dim and discolored, and the battery compartment was cracked.